Event description:
I am type 2 diabetic. Yesterday I was given genstrip50 testing strips lot aa135 experience (B)(6) 2018 strips for my onetouch ultra 2 meter. Last evening I felt that my blood glucose was very low. Testing with the gen strip gave a reading of 96. I felt this was too high and retested with life scan brand of strips a more accurate reading of 73. The genstrip 50 strips were 31.5 percent higher. This could have life threatening implications with such a drastic variance in accuracy. I did three more comparisons throughout the day in the testing genstripservices were high by average of 14 percent compared to the onetouch brand.